Event description:
It was reported that undersensing and noise resulting in oversensing and inappropriate defibrillation therapy was observed on the right ventricular (rv) lead. Lead provocation testing was performed and the noise was able to be reproduced. The suspected cause of the event was lead insulation damage, however, this was not confirmed during diagnostic imaging. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.